Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. Forty seven received samples were visually inspected and small part of gleaming area on the one side of catheters between the tip and the first hole have been observed. Review of the device history report showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The fact that the tip end on some of the catheters appeared shinier than the rest of the catheter was caused by the presence of more lubricant during the tip-end formation. No additional event details have been provided to date. The catheters were not used on a patient. A medical evaluation has begun. Should additional information becomes available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the actual date convatec became aware.

Event description:
During an incoming inspection, a distributor reported that catheters were not "satined" up to the catheter tip. They also stated there was a gleaming area between the tip and the first hole of the catheter.